Manufacturer narrative:
Philips has investigated the reported problem. According to the information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed the monitor's power was off. The fse then turned on the monitor by turning the power switch on. The monitor worked as intended and then returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion series equipment must institute a routine user checks program. The responsible organization of the azurion series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the monitor was not working, as expected. The user was unable to see the live or the reference images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and checked the monitor cabling and the power switch. The fse noted the monitor¿s power was turned off. After turning the power on to the monitor, the device returned to expected functionality.